Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that as a method of fixation on the face of the orotracheal tube for mechanical ventilation, due to its clinical condition, it is in an incubator (neonatal patient), the electofix was used, it was evidenced that detachment of the product on the skin of the patient caused extubation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. The supplied images has been reviewed and we have established a relationship between the device and the reported event. The root cause remains unknown. Cause. A probable root cause may include application and environment issues. Retained samples have been checked with no fault found. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no further instances of the reported event. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. Risk management file requires no update. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.